Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated that the device was exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was able to rewind pump completely. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 500 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was unable to troubleshoot due to past event. The customer doesn't want to return the set and reservoir for analysis.